Manufacturer narrative:
The insulin pump was received with blank display due to broken connector on interface board. The device had scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump display went blank. Customer's blood glucose was not known. Troubleshooting was performed. No relevant damage or corrosion was noted and the insulin pump had not been bumped, dropped, or exposed to moisture. After inserting a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.